Manufacturer narrative:
Age at time of event: 18 years older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a burr detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified atrioventricular branch. A 1.25mm rotalink¿ plus was selected for use. Rotablation speed was 200,00rpm. During the procedure, it was noted that the movement of the tip of the device was different than usual. The burr did not move even if the physician moved the knob of the advancer. So, the physician decided to remove the burr together with the rotawire, and it was noted that the tip part of the rotalink burr was detached and remained on the rotawire. This occurred when device was within the vessel and seen through fluoroscopy. Physician's opinion of the cause was the burr could have got caught in the lesion during ablation which caused overload. Then, dilatation of the area was performed using a 2.0x15 non bsc balloon catheter and the procedure was completed successfully. No patient complications reported and patient's status was stable.